Event description:
The hcp implanted the neurostimulator over the patient's hip bone. The patient experienced pain at the implantable neurostimulator location due to its location. The patient also experienced a 'sharp zapping pain' at the lead and extension location when the implantable neurostimulator was turned on and off. The patient had moved and was dissatisfied with her hcp. She was provided with physician listing information. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.